Event description:
On (B)(6) 2010, abbott point of care was contacted by a customer who reported the I-stat chem 8+ cartridge yielded a hematocrit result of 51%pcv, on analyzer (B)(4). Separate sample, the I-stat chem 8+ cartridge yielded a hemocrit result of 19%pcv, on analyzer (B)(4). Separate sample, tested using a laboratory instrument yielded a hemocrit result of 21.5%pcv. Initial I-stat hematocrit result of 51%pcv, on analyzer (B)(4), did not meet the clinical picture. Add'l info on pt has been requested.

Manufacturer narrative:
(B)(4).